Event description:
It was reported that during a sigmoidectomy procedure, the device could not be released smoothly after the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged indicator disk. Eval summary: the device was returned with the handles open, with the 3-stroke indicator disk damaged and without a reload on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the prober b-form shape. The device opened and closed without any difficulties. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.